Manufacturer narrative:
(B)(4).

Event description:
A review of returned pre-implant cta's revealed that the patient had a 7cm max diameter aaa that was filled with thrombus. The proximal neck diameter measured 26mm at the renals, and was ringed with calcification. Both iliacs were tortuous and severely calcified. The left common iliac artery diameter was 7-9mm, and the right common iliac artery diameter was 9 -10mm. Several still angio images during implant were also reviewed. The bifurcate was seen implanted from the right side, deployed just below the renals. The ipsilateral limb was implanted into the right common iliac artery. The spindle from the bifurcate d-s is seen just distal to the ipsilateral limb, within the right iliac artery. The tip is not seen in the images. No device is seen implanted into the bifurcate gate or left iliac artery. The cause of the events are unknown, but it is likely that the severely calcified and tortuous iliacs contributed to the events.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 50 x 65 mm abdominal aortic aneurysm. The proximal aortic neck was 24 mm in diameter with a length of 18 mm. The left iliac was 12 mm in diameter, and the right iliac was 13 mm in diameter. Both iliacs were described as highly calcified and tortuous. It was reported that the physician attempted to implant the stent graft. The patient was considered to be outside of IFU due to the condition of the iliacs. Due to previous surgery for gastro-resection, other alternatives to evar were considered to be too risky or not feasible. The physician therefore decided to attempt an endovascular procedure. The bifurcate was successfully implanted. Attempts to cross the contralateral limb stent graft from the left side, supported by another manufacturer's guide wire, were unsuccessful. During the withdrawal of the limb delivery system, the nose cone detached and remained in the patient. The nose cone was removed, and the patient was converted to open surgery due to the inability to place the stent graft. The limb stent graft was not implanted, and the bifurcate was removed. The delivery system for the contralateral limb was returned for analysis. No additional clinical sequelae were reported and the patient is fine.